Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case , cracked case-corner of belt clip rails, and broken battery tube threads. No cosmetic damage noted at battery spring. Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. Power connector plug in and locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated the insulin pump was accidentally dropped and spring was missing in the battery compartment. The contacts on battery cap were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.